Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. The customer stated that the drive support cap was sticking out. The customer did not troubleshoot and did not send the product back for analysis.